Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Eval summary: product was visually inspected. The sample appeared to be cut. The damage seen was not identified as having occurred during mfg. The damage was identified as having been customer induced.